Event description:
The torflex transeptal guiding sheath was used in a transseptal procedure. After successful crossing of the septum, the sheath and dilator were advanced into the left atrium. Minor staining of the pericardium was observed on fluoroscopy. Although there were no signs of bleeding, the physician decided to abort the procedure. The physician indicated he did not think the torflex transseptal guiding sheath caused the perforation and that the pt's anatomy may have contributed to the incident.

Manufacturer narrative:
The device was not returned to the MFR for eval. Perforation is an inherent risk to this type of procedure and is identified in the device instructions for use.